Event description:
Additional information received from the patient. It was indicated that the hcp had cheeked the status of their device . The patient had an appointment on (B)(6) 2021. The cause of not feeling stimulation and inability to connect was determined to be battery no longer working. The battery was removed and replaced on the (B)(6) 2021 and the reported issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They clarified that "the device could no longer be detected/located either by the handheld device the patient had, or by the device that was used by the physician's staff. So it was [his] thought that the battery was no long working and that it should be replaced by new implanted device." They indicated that 'to the best of their knowledge' this was caused by normal battery depletion.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate, the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient couldn't feel stimulation any longer and said that the nighttime symptom control is still better now compared to prior implant (before was getting up 20 times whereas now only 4); however, the patient said that the frequency symptoms during the day has increased about 5-6 month ago. The patient said that last appointment with the hcp office was 6 months ago and patient did mention to hcp about not feeling stimulation and hcp did explain that a person's body could get used to the stimulation sensation. The patient forgot to bring the patient programmer to the appointment and the hcp staff tried to connect to implant; however were not able to do so. The patient said that they had been trying to make an adjustment using patient programmer for past 3-4 months; however unable to get beyond the poor communication screen and said that they have replaced the batteries. The patient said that they had a phone consult with jennifer, the pa at hcp office today about the situation and were redirected to contact patient services to determine if there was any way to remotely connect to implant to check device. The circumstances that led to the reported issue were unknown. Troubleshooting was unable to be performed as patient said that they did all the troubleshooting as listed in the manual both with and without the antenna and declined to do troubleshooting during the call. Patient services reviewed therapy information and explained that as hcp mentioned that the body can become accommodated to stimulation sensation. Patient services recommended arrangements made to schedule appointment to check neurostimulator battery status and also suggested that hcp staff call stim technical services during the patient's appointment for additional assistance. The patient was redirected to their healthcare provider to further address the issue.